Event description:
It was reported to philips that the device had a start up error. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to the handle not be seated correctly. Upon conclusion of the evaluation, it was determined that this was due to the handle not being connected properly. The fse reconnect the treatment handle and perform the operation and the inspection passes. The device remains at the customer site and no further evaluation is required at this time.